Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized due to high blood glucose on (B)(6) 2024. The blood glucose level was 800 mg/dl at the time of the event. The patient had symptoms of feeling sick/unwell, headache, altered vision/vision changes, nausea and was treated with intravenous insulin. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.